Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device returned a "no shock advised" determination for a shock that appeared to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.